Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an increase in the ventricular rate; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient was asymptomatic. The patient was evaluated in-clinic and programming changes were made to the device.